Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: on investigation, the alleged button tactile issue was not duplicated. The pump powered up and functioned properly. The keypad cover was undamaged and no tactile issues were found with the buttons. Removal of the keypad cover did not find any contamination under the button contacts.